Manufacturer narrative:
There was no indication of any malfunction of the device. Was not returned.

Event description:
Allegedly, in late (B)(6) 2013, a (B)(6) female consulted a gynecologist for management of symptomatic fibroids and menorrhagia. The patient had a known history of multiple fibroids and several episodes of intermittent, heavy, prolonged bleeding. A prior d&c did not identify any intracavitary pathology, and the endometrial sampling biopsy was benign. The surgeon recommended a total laparoscopic hysterectomy. In (B)(6) 2013, the patient underwent a total laparoscopic hysterectomy in which a 15mm storz morcellator was used. Nine days later, pathological examination of the uterine tissue identified an intermediate grade epithelioid leiomyosarcoma.

Manufacturer narrative:
I added an additional sentence to the description. Was not returned.

Event description:
Note: I am submitting this supplemental because I forgot to include the whole text description. Here is the additional sentence that was not included in original emdr: in (B)(6) 2014, a follow up surveillance CT scan showed multiple tumors on the serosa of the small bowel, consistent with recurrent and metastatic leiomyosarcoma.